Event description:
The following information was received from (B)(4) and is a spontaneous report from a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd2 2.5% therapy. On an unreported date in (B)(6) 2012, a medication error occurred described as the patient was administered an expired dianeal 2.5% therapy and felt full. The next day, the patient experienced peritonitis manifested by abdominal pain and turbid peritoneal effluent. The patient was treated with two antibiotics described as a white powder and an ampoule, routes, doses and frequencies not reported and acetaminophen. The patient recovered from the peritonitis, and medication error. The consumer stated that the peritonitis was related. The medication error and feeling full was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.